Event description:
A malfunction was reported on the pump by the caller, with no significant events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided information on how to reset it. The customer was informed to contact support again if the malfunction recurred and acknowledged these instructions.